Manufacturer narrative:
D4): device lot number, expiration date, serial number unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk. H6): perforation of vessels, great vessel perforation, cardiac perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a non functional capped right atrial (ra) and a malfunctioning right ventricular (rv) lead. An active ra lead was present in the patient as well, but was not targeted for extraction. Spectranetics lld ez lead locking devices (lld ezs) were inserted into the two leads to provide traction. Just prior to the procedure, a temporary pacemaker was placed to support the patient during lead extraction/re-implantation, which migrated, resulting in a blood pressure and heart rate decrease, but there was no evidence of injury. Beginning with a spectranetics 14f glidelight laser sheath on the rv lead, progress was made to the innominate region where it appeared all three leads were crossed and bound together. Then, a crm stylet was placed into the active ra lead to provide stiffness and aid in the removal of the other two leads. Switching efforts to the capped ra lead (tendril j hook), the glidelight could not progress around the acute angle of the j hook. Next, a spectranetics tightrail rotating dilator sheath was used, and advanced through the j hook area. An 0.035 guide wire was inserted through the tightrail for re-implantation of a new lead, and the capped ra lead was successfully removed, along with the tightrail. Attempting removal again of the rv lead, the same 14f glidelight was progressing down the vasculature when the patient''s blood pressure dropped. Intracardiac echocardiography (ice) catheter did not detect an injury; however, rescue efforts began, including rescue balloon and pericardiocentesis. The pericardiocentesis did not result in any blood return, and a sternotomy was performed. A superior vena cava (svc)/ra junction was discovered and repaired. In addition, a left subclavian perforation was noted and repaired; however, too much blood was lost and the patient did not survive, despite extensive efforts/protocols. The physician was unsure of the cause of the left subclavian perforation. This report captures the 14f glidelight, the last device in use when the perforations occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person."